Event description:
It was reported that a patient presented with failure to capture on the atrial lead. Fluoroscopy was performed and revealed atrial lead dislodgement. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient was discharged following the procedure.